Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the 4 electrodes broke from one of the leads during the trial procedure. The physician decided to leave the detached electrodes in place during the trial. The procedure was completed with no further reports of complications, the patient had a successful trial. The detached electrodes were later removed during the permanent procedure.